Manufacturer narrative:
In the 3500a initial in the d10. Concomitant medical products and therapy dates section, reported ¿unk_ngen rf generator¿. Additional information was received on 16-sep-2024 providing the system information. Therefore, updated the system in the d10. Concomitant medical products and therapy dates section with ¿ngen rf generator, japan¿. The investigation was completed on (B)(6) 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31321149l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and a char issue occurred in which there was a risk of asymptomatic cerebral infarction. After the right pulmonary vein (rpv) ablation, when the catheter was removed from the patient¿s body, char was found. Char was attached on the proximal side of the tip electrode of the qdot micro catheter. Char was wiped off and the procedure was continued. There was no patient consequence reported. Additional information was received on 30-jul-2024. The physician¿s assessment regarding the potential risk to the patient was that there was risk of asymptomatic cerebral infarction. Qmode+ setting was 90w4s target47. Cutoff value was temperature 60, impedance: 200o. At the time of the event occurrence the values were: output power 50w+90w, impedance 90-100o, and catheter temperature 37-40. No issue related to the catheter temperature and / or flow. The ablation time did not exceed 60 seconds. The average contact force did not exceed 25 grams. Pre/post setting time when the irrigation catheter was used was pre2s/post4s. Heparin was administered. Additional information was received on 01-aug-2024. The char was located at the proximal side of the tip electrode. The system did not present any error messages nor did the physician/user see any product problem. The generator was set to temperature control mode. Additional information was received on 07-aug-2024. The patient did not exhibit any neurological symptoms since the procedure was completed. This char issue was originally considered non-reportable, however, bwi became aware that there was a risk of asymptomatic cerebral infarction on 30-jul-2024 and have reassessed the event as reportable. The awareness date for this record is 30-jul-2024.